Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became intermittently unresponsive during training despite cleaning and standard touchscreen troubleshooting, after which the device was replaced and the user transitioned to backup therapy. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of device use and the need for a replacement device. Investigation included technical troubleshooting with user assistance and arrangements for device return. Investigation of the returned device revealed a touchscreen malfunction consistent with a user interface/display problem, with no alerts or alarms reported and no impact to glycemic control during training. It was concluded, based on previously established findings for similar reports, that the cause was an unexplained device malfunction of the touchscreen component.